Event description:
It was reported that during a lap sigma procedure, the ventral side did not staple. The surgeon sutured by hand. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.